Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general),') in a (B)(6) female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included obesity, urinary tract infection and dermatitis nos. Current weight (B)(6). Concurrent conditions included perineal pain, uterine bleeding, adenomyosis and cyst. Concomitant products included medroxyprogesterone acetate (depo provera) in 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"), 5 years 5 months after insertion of essure. On an unknown date, the patient was found to have weight increased ("weight gain") and experienced anaemia ("other injury or complications -please describe: anemia"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea/cramping"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, alopecia, weight increased and anaemia outcome was unknown and the fatigue, headache and nausea was resolving. The reporter considered alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2013 initially, but in current pfs (B)(6) 2013 was given. There were 4 essure coils on right and 3 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pathology test - on (B)(6) 2018: uterus, cervix, and bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: ecto and endocervix with focal acute and chronic cervicitis. No squamous intraepithelial lesion. No atypical glandular hyperplasia. No carcinoma. Secretoryel1ldometrium, no atypical glandular hyperplasia. No high-grade dysplasia or carcinoma. Myometrium with adenomyosis. Benign serosa. Benign right fallopian tube with benign paratubal walthard cell nests and cysts. Benign left fallopian tube with benign paratubal walthard cell nests and cysts. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, cramping, anemia, dysmenorrhea, vaginal bleeding, hair loss, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: case became incident. Lot number, date of removal and events onset dates were added. New events pelvic pain, genital bleeding, menorrhagia, vaginal bleeding, migraines, dysmenorrhea, dyspareunia, fatigue, weight gain, hair loss, plaintiff did not undergo confirmation test anemia. Updated outcome of events pelvic pain to recovering/resolving and headache, fatigue, nausea to recovering/resolving. Reporters, patients dob, concomitant drugs were added. On (B)(6) 2019: follow-up 1 & 2 were processed together: mr received: medical history and concomitant condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital hemorrhage ('abnormal bleeding (general),') in a 36-year-old female patient who had essure (batch no. A57121) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included obesity, urinary tract infection and dermatitis nos. Current weight 203 lbs. Concurrent conditions included perineal pain, uterine bleeding, adenomyosis and cyst. Concomitant products included medroxyprogesterone acetate (depo provera) in 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/cramping"), anaemia ("other injury or complications -please describe: anemia"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia and anaemia had resolved, the vaginal hemorrhage, menorrhagia, migraine, alopecia and weight increased outcome was unknown and the fatigue, headache and nausea was resolving. The reporter considered abdominal pain, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital hemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2013 initially, but in current pfs (B)(6) 2013 was given. There were 4 essure coils on right and 3 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Pathology test - on (B)(6) 2018: uterus, cervix, and bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: ecto and endocervix with focal acute and chronic cervicitis. No squamous intraepithelial lesion. No atypical glandular hyperplasia. No carcinoma. Secretoryel1ldometrium, no atypical glandular hyperplasia. No high-grade dysplasia or carcinoma. Myometrium with adenomyosis. Benign serosa. Benign right fallopian tube with benign paratubal walthard cell nests and cysts. Benign left fallopian tube with benign paratubal walthard cell nests and cysts. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, cramping, anemia, dysmenorrhea, vaginal bleeding, hair loss, fatigue. Lot number: a57121; manufacturing date: 2012-10; expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: fu 5 and ptc processed together. Pfs received. New event: abdominal pain added. Out come for previously reported events: dysmenorrhea/cramping dyspareunia (painful sexual intercourse), abnormal bleeding (general), anemia was updated to recovered / resolved. Essure insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.